Event description:
It was reported by crawford et al in a publication entitled "perioperative complications of recombinant human bone morphogenetic protein-2 on an absorbable collagen sponge versus iliac crest bone graft for posterior cervical arthrodesis" (spine volume 34, number 13, pp 1390-1394, 2009) that a pt underwent a posterior cervical spinal fusion procedure using rhbmp-2/acs combined with local autograft. The pt developed a deep surgical site infection and at unk time after the procedure. The infection was successfully treated with irrigation and debridement surgery followed by intravenous antibiotic therapy.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.